Event description:
It was reported the ipg is unable to communicate with the charging system. The ipg has been inoperable for approximately six months and the patient has gained 50-60 pounds. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.